Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation.the probe had crack at 15 mm from the distal end.the probe had contact mark.the proximal side of the tissue pad was severely worn.the manufacturing record was reviewed and found no irregularities.this type of the event is most likely related to the operator's technique.based on the past similar cases, it was known that the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section, consequently the proximal side of the tissue pad was damaged.the instruction manual of the device has already warned as follows;do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
During a laparoscopic myomectomy, two devices were failed. The tissue pads of them were worn and the probe damage error occurred during the operation. The intended procedure was completed with the 3rd device. There was no patient injury reported. On april 5, 2018, olympus medical systems corp. (Omsc) found that one of the tissue pads was severely worn, and the other was partially torn but there was no missing. This is the report regarding the severely worn tissue pad.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".